Manufacturer narrative:
Results: customer photos were submitted of a outer case with a 367983 label on one side and a 368015 label on the opposite side. No samples was received so complaint could not be confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027592. Conclusion: based on the investigation results, an incorrect label is believed to have been mixed in with the label stock received from the supplier and was not detected by a tubes production associate.

Event description:
It was reported that bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had the outer case mistakenly labeled item# 368015 instead of 367983. No injury or medical intervention reported.